Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a phrenic nerve palsy. During a cryoablation procedure to treat atrial fibrillation, a polarxfit catheter was selected for use. Manual palpation was the method of monitoring for phrenic nerve activity. When cryoablation was performed in the right inferior pulmonary vein (ripv), phrenic nerve palsy occurred. Ablation was stopped immediately and the polarxfit catheter was deflated. The inner balloon temperature was within normal limits at 41 degrees celsius. The patient was admitted to hospital beyond standard of care and was discharged the following day with the phrenic nerve activity remaining impaired. No further patient complications were reported. The polarxfit catheter is not expected to be returned since it was discarded at facility.